Manufacturer narrative:
Device history review; complaint history review; risk assessment; the device was disposed at the hospital and is unavailable for evaluation. No relevant manufacturing issues were identified as all units met stryker specifications. The exact root cause is undetermined.

Event description:
It was reported that; inner polyaxial screw diver shaft broke near the proximal end.

Event description:
It was reported that; inner polyaxial screw diver shaft broke near the proximal end.